Manufacturer narrative:
On (B)(6) 2023, mentor became aware the patient was diagnosed with cancer. Follow ups are in progress for more information. Coding has been updated. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old american indian female patient underwent a breast augmentation revision with two unspecified mentor breast prostheses and experienced a rupture and a reaction on the left side and anisomastia on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2023, mentor became aware the patient was experiencing generalized illness symptoms including pain, tenderness, chronic fatigue, and headaches post operatively. Coding has been updated. H6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).